Event description:
It was reported the lead was capped due to high thresholds. The lead was not replaced. The device was replaced due to eri. No patient complications have been reported as a result of this event. It was later reported the patient died (B)(6) 2009 with unknown relatedness "to both the system and an arrhythmic event." Follow up with clinic reported the patient had last been seen at clinic approximately nine weeks prior to death. It was unknown if patient had been pacemaker dependent. The cause of death on the death certificate was listed as renal failure due to diabetes mellitus.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) battery depletion-normal.

Event description:
It was reported the lead was capped due to high thresholds. The lead was not replaced. The device was replaced due to eri. No patient complications have been reported as a result of this event. It was later reported the patient died (B)(6) 2009 with unknown relatedness "to both the system and an arrhythmic event." The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lead was capped due to high thresholds. The lead was not replaced. No patient complications have been reported as a result of this event.